Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had image failure (no image). The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. It was likely due to defective charged coupled device (ccd) and therefore a black image (no image). The probable cause of this complaint is electrical/electronic component problem. The performance of an electrical or electronic component was found to be inadequate. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. The root cause could not be determined the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.